Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and one shock for a rhythm that appeared atrial or sinus driven. Technical services (ts) assessed the event and considered the therapy to be potentially inappropriate, but the nature of the rhythm remained unclear. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.